Event description:
On 07/11/1997 following a diagnostic procedure, an angio-seal device was placed. Collagen was exposed above the skin level, and there was difficulty compressing collagen post deployment. The patient remained in a supine position for 6 hours, which is in accordance with the instructions for use. The patient was ambulated 30 minutes prior to his discharge. Later that evening while at home, the patient felt a "pop" in his groin; a lump and bruise developed, yet the patient did not report this experience to his physician. Four days later when the patient presented to his physican, a large pseudonaneurysm was diagnosed which required surgical repair. This surgery occurred on 07/18/1997.